Event description:
It was reported that an ilet user experienced a nonresponsive touchscreen when attempting to announce a meal, and later observed cracks on the display; the screen was not usable, the device had been synced before shutdown, and the user planned to return the device. Symptoms included no injury. Outcomes included the user¿s inability to operate the device and the need for replacement, with continued cgm use via app or receiver. Investigation included technical troubleshooting and user education, including guided restart steps, shutdown instructions, data sync guidance, and return logistics. Investigation of this case revealed damage to the display resulting in a nonresponsive screen consistent with a cracked or broken touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the touchscreen.